Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) representative stated procedures were continuing normally and errors were no longer reported or observed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) representative called to report that all four system arms shifted while inside the patient. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system arms shifted while inside the patient. The issue occurred while the surgeon's head was inside the viewer. The issue occurred once and then did not recur for the rest of the procedure. There was no harm to patient tissue.